Event description:
I used fixodent and polygrip for years 71. I'm taking blood test as of now. Immune system is very low. Have to take b-12 c ext. I have many serious problems. My spine, legs, lungs, feet. Medications just don't seem to work. Been hospitalized for anemia many times and a lot of things. My spine and muscles and bones are a loss of skills. I have a lot of weakness in my knees, feet, lots of pain. I have lost a lot of my muscle skills. I have to take vitamin b12. I go numb from waist to down at times, loss of oxygen at times. Blood in urine. Serious health problems that has "done" a tall on my body, and no one seems to know why. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: 1985-2008. Event abated after use stopped: no.